Event description:
Reference MDR #1219856-2010-00402 for the first event involving the same patient. It was reported that they attempted to place the second intra-aortic balloon (iab) in the patient's left femoral artery through the same sheath. Again, when they advanced the balloon it began to unravel. At which time, they removed both the sheath and the catheter over the spring wire guide (swg). As a result, a 9fr. Standard pinnacle sheath and a 7.5fr 30cc non-fiberoptic iab were placed successfully over the existing swg on the left side. There was a 23 minute delay in treatment; no death and no patient complications were reported.

Manufacturer narrative:
Sample will not be returned for evaluation. (B)(4).